Event description:
Analysis of the returned handheld device and software flashcard was completed. It was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with 2 broken wire connections in the serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the physician wants a new programming computer because the one at the office doesn't work. The physician is unhappy with the performance of the handheld; however, no specific details were provided. The physician was provided a new programming tablet. The handheld, flashcard, and programming wand were received for analysis. Analysis of the wand was completed on (B)(4) 2014. Analysis in the pa lab determined that the programming wand would not communicate; the returned battery was depleted. A known good bench battery was substituted and the wand communicated normally. Continuity testing of the serial data cable and the battery cable passed. After the battery was substituted, the programming wand performed according to functional specifications. Analysis of the handheld and flashcard are underway, but have not been completed to date.